Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, inflammation, anxiety-product/procedure.

Event description:
Patient reported left side anxiety regarding recall and "problems with their devices". Patient later reported pain, implant rupture, and inflammation. Devices remain implanted.

Manufacturer narrative:
Clarification to d6b explant date: partial date (B)(6) 2025. Additional, changed, and/or corrected data: b5, d6b, g2, h6, h11.

Event description:
Patient reported left side anxiety regarding recall and "problems with their devices." Patient later reported pain, implant rupture, and inflammation. Device has been explanted.